Event description:
Additional information: it was reported that the patient had a surgical procedure done by another surgeon and the catheter was inadvertently cut. The catheter was repaired and the patient did not experience any adverse problems as a result. The patient had returned to the office since the event and no problems had been detected.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11572r68, implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: programmer 8835, serial# (B)(4); catheter model: 8709, lot# j11572r68, implanted: unk, explanted: unk; catheter rev kit model: 8578, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).

Event description:
It was reported that the catheter dislodged/migrated during an unrelated spinal surgery that occurred (B)(6) 2012. It was further noted the catheter was "pulled" out of the intrathecal space during the surgery and was "coiled and left in the pocket." The patient was being supplemented with oral medication. A catheter revision surgery was performed (B)(6) 2012. It was later reported that prior to surgery, the patient experienced increased pain. The pump contained dilaudid and baclofen. During the catheter revision, a distal revision kit was used. As of (B)(6) 2012, the patient was doing much better. Drug delivered via the device was baclofen.